Event description:
It was reported that a stopcock administration set was damaged. This was identified during infusion of an unknown drug. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown, however the event was reported to have occurred in (B)(6) 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.